Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly, prior to an implant attempt of the subject lead, difficulties were incurred when inserting the straight stylet into the lead. Another lead was subsequently implanted instead.